Event description:
The circumflex (cx) was accessed and a guide catheter and guidewire were placed. An intravascular ultrasound (ivus) catheter was used to image the cx. An unsuccessful attempt was made to cross into a calcified, non-tortuous left anterior descending (lad) lesion with this ivus catheter. The physician asked for a different type of ivus catheter, which was used to successfully image the lad. A balloon catheter was inflated a few times and then removed. A stent was deployed, the delivery system removed and post ivus was then performed. Upon withdrawal of the ivus catheter, the physician noticed a dissection in the mid-lad had occurred. It was reported that the pt's blood flow had decreased after the stent placement and was non-existent after ivus. The pt had severe chest pain and st elevation. The procedure was not completed due to this event. Various attempts were made to repair the dissection, but nothing helped. The pt was sent for emergent bypass surgery. The pt's current condition is unk. Same event as MFR. Report#: 2134265-2009-02104 filed for the balloon catheter.

Manufacturer narrative:
(Other) -no allegation of product malfunction or non conformance contributing to the reported event. The device was disposed by the facility; therefore, a device evaluation cannot be performed.